Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. The ht connect guide wire was advanced via right femoral artery and over the bifurcation, but the guide wire distal tip broke off. An attempt was made to retrieve the separated tip using a snare device but was unsuccessful. After discussion with radiologist and surgeon it was advised to the leave the separated tip in place and abort the case. Routine post procedure care was given to the patient. An additional procedure is planned for a later date. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. The ht connect guide wire was advanced via right femoral artery and over the bifurcation, but the guide wire distal tip broke off. An attempt was made to retrieve the separated tip using a snare device but was unsuccessful. After discussion with radiologist and surgeon it was advised to the leave the separated tip in place and abort the case. Routine post procedure care was given to the patient. An additional procedure is planned for a later date. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. The ht connect guide wire was advanced via right femoral artery and over the bifurcation, but the guide wire distal tip broke off. An attempt was made to retrieve the separated tip using a snare device but was unsuccessful. After discussion with radiologist and surgeon it was advised to the leave the separated tip in place and abort the case. Routine post procedure care was given to the patient. An additional procedure is planned for a later date. No additional information was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.